Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-16081. It was reported that patient was experiencing ineffective stimulation due to high impedances after experiencing some minor falls and a twisting slip. The patient was also unable to place their system into MRI mode. Surgical intervention was undertaken and the lead and ipg was explanted and replaced.

Manufacturer narrative:
The reported event of ineffective stimulation was confirmed. The lead was returned complete. Microscopic inspection revealed that channels 4 and 6 wires were broken 21.5cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.